Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. No battery out limit alarm could be verified due to unresponsive buttons. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value is over 400 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.